Event description:
It was reported the patient¿s ipg was unable to communicate with external devices during a lead revision. Ipg was set into surgery mode prior to the surgery. As such, the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) proclaim¿ scs family, proclaim¿ drg therapy and infinity¿ dbs systems surgery mode advisory notice issued by abbott on (B)(6) 2026.